Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470798 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Coil assy lot # 14026575 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the nonconformances. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00131 & 1058196-2011-00132. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One prowler select plus was received coiled inside of a plastic bag. One y connector was found attached to the hub of the device. The body shaft of microcatheter presented several kinks and compressed/flat sections. No other visual anomaly was noted on the received unit. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (several kinks and compressed/flat sections). The ID from the microcatheter was measured and was found within specification. A functional test could not be performed due to the conditions of the received product. (Several kinks and compressed/flat sections). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" were confirmed during the analysis. The obstruction experienced by the costumer was due to the several kinks and compressed/flat sections found on the device. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00131 & 1058196-2011-00132. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm embolization procedure the enterprise delivery wire was impeded inside of the obstructed prowler select plus microcatheter. The admitting diagnosis was mra, and this was the first time the aneurysm was treated. The target site was a2. A dedicated and constant saline source was utilized at all times with the microcatheter. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, and there was no resistance/friction. The microcatheter distal tip was not re-shaped. A jailed technique was used during the procedure. A balloon remodeling was not utilized during the procedure. Medication given consisted of 150mg aspirin, 75mg plavix and 1000u=units of heparin during the procedure. No act values were reported. During the embolization procedure, the enterprise system was stuck in the prowler select plus (mc) microcatheter. After the event, the microcatheter and enterprise were removed as a unit. There was no report of injury for the patient. The products were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470798 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Coil assy lot # 14026575 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the nonconformances. With the information available and without the products available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, there are possible procedural details, specifically the unknown degree of anticoagulation that may have contributed to the event. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00131 & 1058196-2011-00132.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR reports # 1058196-2011-00131 and 1058196-2011-00132. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm embolization procedure the enterprise delivery wire was impeded inside of the obstructed prowler select plus microcatheter. The admitting diagnosis was mra, and this was the first time the aneurysm was treated. The target site was a2. A dedicated and constant saline source was utilized at all times with the microcatheter. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, and there was no resistance/friction. The microcatheter distal tip was not re-shaped. A jailed technique was used during the procedure. A balloon remodeling was not utilized during the procedure. Medication given consisted of 150mg aspirin, 75mg plavix and 1000u=units of heparin during the procedure. No act values were reported. During the embolization procedure, the enterprise system was stuck in the prowler select plus (mc) microcatheter. After the event, the microcatheter and enterprise were removed as a unit. There was no report of injury for the patient. The enterprise was not returned for analysis. One prowler select plus was received coiled inside of a plastic bag. One y connector was found attached to the hub of the device. The body shaft of microcatheter presented several kinks and compressed/flat sections. No other visual anomaly was noted on the received unit. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed. (Several kinks and compressed/flat sections). The ID from the microcatheter was measured and was found within specification. A functional test could not be performed due to the conditions of the received product. (Several kinks and compressed/flat sections). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" were confirmed during the analysis. The obstruction experienced by the customer was due to the several kinks and compressed/flat sections found on the device. The damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. The complaint of obstructed micro catheter was confirmed on analysis; however, the root cause of the damages noted could not be determined. The enterprise system was not returned for analysis; however, the DHR review did not reveal any anomalies that may be related to the reported event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00131 & 1058196-2011-00132.

Event description:
During the embolization procedure, the enterprise system was stuck in the prowler select plus (mc) microcatheter. Both products will be returned for analysis, and there was no adverse event reported. After the event, the microcatheter and enterprise were removed as a unit. A dedicated and constant saline source was utilized at all times with the microcatheter. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, and there was no resistance/friction. The microcatheter distal tip was not re-shaped. A jailed technique was used during the procedure. A balloon remodeling was not utilized during the procedure. Medication given consisted of 150mg aspirin, 75mg plavix and 1000u=units of heparin during the procedure. The admitting diagnosis was mra, and this was the first time the aneurysm was treated. The target site was (B)(6). No other damages were noticed on the devices. The current patient condition is good, and no further information was available.